Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear of the tibial insert. Rotational mismatch between the femoral and tibial components as well as overall posterior slope of the tibial insert may have contributing factors to the wear observed. However, this cannot be confirmed because no radiographs were provided and the revised insert was not returned to exactech for evaluation. Additionally, a contributing factor to the tibial insert wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal / polymer. D10: concomittants: three peg patella 32mm, 200-02-32, logic cr femoral por, right, sz 1.5 02-010-04-0315, (B)(6), lgc tibial fit tray cem sz 1.5f / 0.5t 02-012-45-1505. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initial right knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 3 years 11 months post the initial procedure. The revision was due to poly wear. The liner was exchanged. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No patient history, x-rays, or device images were provided. The explanted device is not available for return. The hospital disposed of the device. No further information.